Event description:
This is filed to report the clip opened while locked. It was reported that on (B)(6) 2022, the patent presented with mixed mitral regurgitation (mr) grade 4, with an enlarged/dilated left atrium and a broad, lateral jet. The mitraclip advanced laterally, addressing the broad jet. The mitraclip grasped the leaflets and leaflet insertion was successful. Before deployment, the operator established final arm angle (efaa) as directed, when the clip was noted to open approximately 15-20 degrees. Both leaflets remained sufficiently captured, the clip stable on both, and an mr reduction at grade 1 was noted. Another efaa was performed with the same results, the clip opening approximately 15-20 degrees. As good leaflet insertion remained, it was decided to deploy the clip. The mitraclip was deployed, opening approximately 10-15 degrees, however, stable and well seated, reducing the mr to grade 1. No other clip was attempted. There was no clinically significant delay and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated and based on information provided and without the device to analyze, a cause for the reported unintended movement associated with clip opening while establishing final arm angle (efaa) could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.